Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited sensing anomaly. The lead was repositioned and exhibited capture anomaly. The lead was repositioned with multiple attempts but exhibited high impedance. The patient experienced drop in blood pressure and some fluid was in fluxed into the heart indicating a perforation. Echo was used and confirmed the patients heart was perforated. The lead was not used and replaced. The physician had the procedure under control all throughout. The patient was in good condition.